Event description:
The customer reported the complete loss of motorized movement functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a dowell pin. The system operates as intended.